Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they woke up with high blood glucose levels of 600 mg/dl. The customer declined troubleshooting the issue. The customer mentioned that the threshold suspend feature did work but there were instances where the alarm triggered and the customer found their sensor was reading lower than what her actual blood glucose levels were. The customer sent their reservoir back for analysis.